Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y tubing was damaged and leaked. This occurred on 50 occasions. The following information was provided by the initial reporter: at the position of the sealing clamp, after opening the clamp on the next day, there was drug fluid sprayed out. Customer hoped to get a reply as soon as possible.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-09-28. H6: investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. A device history review could not be completed as no batch number was provided. The sample submitted by the facility has been reviewed by our team of quality engineers. They noted that a small laceration was sustained near the clamp point. The issue has been confirmed. Microscopic inspection of the slide clamp was not able to identify any signs of damage, burring, or other defects that could explain the damage sustained. Unfortunately our engineers were note able to determine a root cause for this incident.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y tubing was damaged and leaked. This occurred on 50 occasions. The following information was provided by the initial reporter: at the position of the sealing clamp, after opening the clamp on the next day, there was drug fluid sprayed out. Customer hoped to get a reply as soon as possible.